Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation, legal manufacturer's investigation and the device history record (DHR) review. During the physical examination of the returned device, the device was found to have met specifications and did not require any repair. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The reported issue was not confirmed per the hygiene microbiological investigation as the level of microorganisms detected were within limits. The exact cause of the event is unknown, however, the investigation determined that it may have been caused by a difference between the reprocess methods performed by the customer and methods recommended by the instructions for use (IFU) or contamination may have occurred during the culture test sampling at the facility. Reprocessing manual cautions the user of the following in the precautions section: ¿warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.¿ olympus will continue to monitor the field performance of this device.

Event description:
During the routine testing of the evis exera iii gastrointestinal videoscope, the device had tested positive for multiple organisms on (B)(6) 2021, (B)(6) 2021. On (B)(6) 2021, the device tested positive for one (1) colony forming unit (cfu) of the paracoccus species. On (B)(6) 2021, the device tested positive for three (3) cfus of staphylococcus warneri, dermacoccus nishinomiyaensis and an unidentified organism. On (B)(6) 2021, the device tested positive for five (5) cfus of paracoccus yeii, kocuria rhizophiia and acinetobacter lwoffii. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The olympus scope was sent to an independent laboratory for culture testing and the results have not been provided to date. The user facility provided additional information regarding the cleaning, disinfection and sterilization processes performed onsite for the endoscopes. During pre-cleaning, the user facility cleans the scopes using aniosyme x3. During bedside cleaning, the user facility manually cleans the scopes using albyn medical¿s scope clean. The user facility uses detergent aniosyme x3 and disinfectant anioxyde 1000 and peracetic acid. The valves follow a manual process for disinfection/sterilization. The user facility stores the scopes inside an olympus endoscope drying cabinet (edc). The user facility uses olympus for maintenance. The subject device has been received and is currently in the evaluation process. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.